Event description:
Customer states that after priming, they set up the qc sample to be run and got an error "not enough volume." The customer retired and noticed that the probe leaked fluid into the affirmagen red cell reagent. Selectogen red cell reagent and diluent 2 plus.